Manufacturer narrative:
Additional data: a3a, b5.

Event description:
The patient reported experiencing pain.

Event description:
It was reported that a patient was revised approximately 15 months post-operatively to address a fractured everest cannulated polyaxial screw.

Event description:
No new information.

Manufacturer narrative:
Additional data: b7, d9, h3. H6 coding has been updated to reflect completion of the investigation.